Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. On 28-may-2025, intuitive surgical, inc. (Isi) received mw5170360 stating: robotic instrument used for robotic prostatectomy. Instrument jaws would not open during case. No fragments fell into patient. Isi contacted the customer and obtained the following information: she was unable to gather additional information.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument sealed and cut successfully. There were no logs available. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.